Manufacturer narrative:
Concomitant medical products: dtba2d1, crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days after the implant procedure, the patient experienced a decreased heart rate and non-sustained ventricular tachycardia (vt) episodes. It was revealed by body surface electrocardiographic records that the right ventricular lead was not capturing when the cardiac resynchronization therapy defibrillator (crt-d) was programmed to a ventricular-only pacing mode, but was capturing the ventricle when the crt-d was programmed to an atrial-only pacing mode; the pacing leads were found to be reversed in the header. The leads were re-connected and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.